Event description:
Questions requested: 1. Was there any damage sustained to the device during use? If so, approximately where? 2. Was the device used for multiple punctures? 3. Was syringe used to inject fluid through the device? 4. What was the pressure setting on the powered injector used? 5.does the tubing damage was caused as a result of the high pressure injection? 6. Please provide picture / video / physical sample if available. 7. Please confirm if there is any visible damage on the set? Answers provided: 1. No 2. No 3. Yes 4. Manual push injection 5. No

Manufacturer narrative:
1. The customer returned 1 video, but did not return the defective sample. The video shows blood seeping continuously from the top of the smartsite. 2. DHR/bhr review lot#4109449 1-the products of this batch were assembled at intima ii auto line 4 in may 2024, and packaged at r245 package line in may 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-the smartsite batches used in this batch of products are 23108393 and 23108317, review the incoming inspection results, no abnormalities. 3. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found at the top of the smartsite. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the returned video shows blood seeping continuously from the top of the smartsite, and the root cause of this defect cannot be determined as no abnormality is found on process and retained sample, no similar complaints have been received from other hospitals about this batch of products, no defective sample has been received for further testing, and the usage of the sample is unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in ss prn slm npvc leakage at adapter tubing junction. The patient in (B)(6) 2024 day of indwelling needle tube, infusion smooth, no abnormality, 9.27 day 19:30 infusion end, the nurse to saline rinse seal tube, two minutes after the accompanying aunts bell call v. Patient bleeding at the intravenous tube, the nurse immediately to the ward to check, find out the cause of the blood found to be refluxed to the positive pressure interface overflow, remove the positive pressure connector, replace the heparin cap, re-rinsing seal tube, no further bleeding, no harm to the patient, no harm to the patient. No further bleeding occurred and no harm was caused to the patient. The problematic equipment was reported to the asset management department of the hospital.